Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) due to charge time (CT). It was noted that the patient was undergoing chemotherapy, thus the physician wished to continue monitoring the patient at that time. The device was later found to be at end of life (eol). The device would be replaced after the patient completes chemotherapy. There were no allegations against the function of the device and no reported adverse patient effects. The device was later explanted and returned for analysis. Initial laboratory testing determined that this device could possibly be exhibiting an out of specification condition.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report.